Manufacturer narrative:
All buttons functioned properly. However, found slight corroded keypad traces. The pump passed all operating currents. The pump tested within the specification range and passed the off no power test. The pump was monitored and tested with no failed battery test noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test. Blood glucose value was 7.8 mmol/l. The customer stated the device was dropped and had a crack but damage was there before dropping it. Customer stated the alarm could not be cleared as the buttons were not responding. Customer advised the insulin pump would be replaced and agreed to return the product for analysis.